Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer did not report any symptoms and was able to self-treat with food. There was no report of death or permanent impairment associated with this event.